Manufacturer narrative:
(B)(4). The results of the investigation are incomplete at the time of this report.

Event description:
The customer alleges that the cuff leaked. The alleged issue was detected prior to use.

Manufacturer narrative:
Qn#(B)(4). It was discovered that product code 121610065 (crystal trachtube), and the crystal trachtube family is not sold and/or distributed in the united states; thus the initial MDR was sent in error.

Event description:
The customer alleges that the cuff leaked. The alleged issue was detected prior to use.